Event description:
It has been reported to philips that there was a flexvision pc error. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing, fse found that the live and reference sources did not display on the flexvision monitor intermittently. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis; however, fse checked the log files and replaced the flexvision pc, which resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.